Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and non-calcified proximal right coronary artery (rca). A 6f non-bsc introducer sheath was introduced. After a 6f jr4 non-bsc guide catheter was placed, a non-bsc guidewire was advanced to cross the lesion. A 3.5x14mm non-bsc stent was deployed without dilatation. Subsequently, an 8mm x 4.50mm nc quantum apex¿ balloon catheter was advance for postdilation. Upon the first inflation, the balloon was inflated at 12 atmospheres; however, upon the second inflation, the balloon ruptured at 18 atmospheres after a duration of 30 seconds. The physician confirmed by intravascular ultrasound (ivus) that the stent was well-apposed and the procedure was completed. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).